Manufacturer narrative:
Correction: the initial MDR submitted on december 10, 2021 was filed inadvertently. No explantation has occurred. The patient underwent revision surgery on (B)(6) 2021, to re-insert the electrode array into the cochlea. This report is submitted on march 22, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to tip fold over of the electrode array. The patient was reimplanted with the same cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on december 10, 2021.